Event description:
The drs claim that the graft was implanted in the pt in 2001 in a hosp. Four years later, both iliac sides of the grafts were found to be expanded. Open surgery was performed to remove the aneurysm. During the surgery, the left iliac graft diameter was observed to be expanded to be 12mm (originally it was 8mm), the expanded graft was partially cut and inosculated. The right iliac graft diameter was observed to be 10-11mm, this expansion seemed to be aneurysmal at the anastomotic site. Noted on 7/2005: the graft was left in. The pt is now doing well.